Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing on the atrial channel. Technical services (ts) reviewed the presenting and stated that there were episodes which looked like ventricular tachycardia (vt)/ventricular fibrillation (vf). This device remains in service. No adverse patient effects were reported.